Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call of issues with customer's high blood glucose levels. The daughter states the customer had issues with pump as well. The customer had received motor error, no delivery, and battery out limit alarms. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's levels had been between 300mg/dl and 400mg/dl. The customer's levels had gone as high as 600mg/dl. The customer states they not treated for the high yet. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.